Event description:
It was reported that the device was implanted over 3 years ago, and that the battery had been depleting rapidly over the past few years. The device was replaced on (B)(6)2019. No adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Manufacturer narrative:
This device is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported the device was showing premature battery depletion. The device is expected to be explanted on (B)(6) 2019 and sent back for analysis.